Event description:
A cartridge alarm was reported by the customer during the load process, with the blood glucose value displayed as "high," although the specific value was unknown. The customer managed the high blood glucose by administering a correction injection using a multiple daily injection method. The caller was educated to wait until prompted during the load process to remove the used cartridge, which they understood and acknowledged. Technical support resolved to replace the pump, even though it was out of warranty, but the customer declined the offer for an out-of-warranty loaner pump.